Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2021-02501.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7), a velocity delivery microcatheter (velocity) and a guidewire. During the procedure, the physician aspirated clot using the jet7 and the velocity. Upon removal of the jet7, the physician noticed the jet7 was stretched. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned jet7 revealed that the catheter was kinked, and the complaint could not be confirmed. The observed kinks are likely the reported stretching. If the jet7 is manipulated against resistance during use, damage such as kinks may occur. During the functional test, the returned jet7 was advanced through a demonstration neuron max without an issue. A demonstration velocity was also advanced through the returned jet7 without an issue. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.